Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), a non-penumbra microcatheter, a non-penumbra guide catheter, and a guidewire. During the procedure, two non-penumbra coils and four smart coils were implanted in the target location. Next, the physician encountered resistance while advancing a smart coil in its introducer sheath but the coil was successfully implanted. While removing the smart coil pusher assembly, the physician encountered resistance and subsequently, the pusher wire broke off near the hub of the microcatheter. Therefore, the microcatheter was removed from the patient so that the broken wire could be retrieved. The procedure was completed using four additional smart coils, the same microcatheter, and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil pusher assembly revealed that the distal detachment tip ddt was fractured off the distal tip of the pusher assembly. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. Further evaluation revealed pusher assembly bends and kinks and the lamination on the distal shaft was delaminated. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.